Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have a broken main tube at the distal tip. No material was found missing. Components adjacent to this broken main tube do not show damage. Additionally, the instrument was found to have a detached fragment at the distal tip. A piece measuring proximately 1.53mm x 2.85mm was not returned with the instrument. The instrument was found to have the proximal clevis dislodged. The dislodged proximal clevis is attached to the main tube. The complaint regarding the extension tube was damaged was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the prograsp forceps instrument had extension tube damage. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: this damage occurred after the partial nephrectomy. During surgery, when the staff tried to remove the bent instrument, he couldn't pull it out and ended up removing the cannula along with it. He tried to remove the cannula from the instrument outside the body cavity, but it was impossible. As a result, he forced the cannula out and damaged the wrist of instrument. There was no report of fragments falling from the device while used within a patient. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retention of foreign material. Patient demographic information was requested, but the site was unwilling to provide the information due to the hospital¿s privacy policy.